Event description:
Patient presented for refill in 2002 stating an increase of pain had occurred and withdrawal symptoms had occurred early in month. Reservoir of pump returned 15 ml - should have been 3.8 ml. No low battery alarm occurring. Xrays of low back with side port myelogram done. Severe resistance encountered with last 0.5cc - determined catheter to be occluded also xray revealed catheter to be displaced to epidural space. Patient maintained on oral medication catheter revision done 12 days later. Catheter not returned for analysis. Pump discontinued 7 weeks later - alarm tested - was audible. Pump replaced. Patient recovering from surgery. Receiving pain relief with new device.